Event description:
During training by the distributor, the device displayed a "defib fault 78" message.there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not recieved the product and this complaint is still under investigation.